Event description:
A malfunction was reported on the pump, and there were no notable events prior to this issue. There was no adverse impact on the customer's blood glucose level. The malfunction code displayed was malf 9, but the fault ID was not available as the pump was reset before contacting support. Technical support decided to replace the pump, which was confirmed to be under warranty until may 2026. The customer was instructed to use an alternative therapy, mdi, to ensure continuous insulin delivery and acknowledged instructions on how to return the faulty pump. A replacement pump was sent without the need for a delivery signature.